Event description:
It was reported that the patient received three inappropriate shocks due to oversensing on the rv channel. The lead was explanted and replaced. The complete system was replaced due to psychological effect on the patient. The explant procedure was without complications for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field report of over sensing and inappropriate shock therapy was confirmed. The abrasion of the rv cable and exposure of the inner coil in this location most likely contributed to the complaints of over sensing and inappropriate shock therapy reported from the field.